Event description:
It was reported to the company that the pt had experienced overly loud sensations and intermittency issues with his device. Testing performed at the clinic showed that the device was functioning. Pt's mother reported that the pt is reluctant to put on his device at this moment. Surgery to explant pt's cochlear implant will be scheduled.